Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this report will be reopened and updated as necessary.

Event description:
Boston scientific received information that this lead was explanted during a recent device change out procedure due to impedance issues. The impedance measurements had been fluctuating, going from low to 2000 ohms, so in order to avoid a future surgical procedure, the lead was explanted and replaced at the same time the device was changed out. No adverse patient effects were reported.